Event description:
It was reported that after a diagnostic procedure, arteriotomy closure of the common femoral artery was attempted using a starclose se device. Reportedly, the device was inadvertently pulled out from the vessel with one-third of thumb advancer and exchange sheath splitting completed. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that it was partially deployed through plunger/locator wings deployment. The device was received with the plunger and locator wings deployed, initiation of distal deployment of the thumb advancer and clip delivery tubeset, and partial exchange sheath slitting. Inspection of the deployed locator wings did not detect any damage or anomaly associated with a device being pulled out from the artery. There was no external or internal device damage detected. The device was reset and redeployed resulting in successful full distal thumb advancer deployment with no premature locator wings retraction. Dried blood detected during device reset prevented clip deployment. No device anomaly was detected. Loss of arterial access would require an alternative method to achieve hemostasis, such as the reported manual arterial compression. Possible causes for the reported loss of arterial access due to the device being pulled out from the access site, can be influenced by but not limited to, an anatomical condition of the patient, operator deployment technique, or a manufacturing issue. There was no reported patient anatomical condition, as indicated by the femoral angiogram that was performed prior to arteriotomy closure. The femoral angiogram revealed no vessel calcification, no vessel tortuosity, and no scarring at the access/groin site. The report of the starclose se device coming out of the artery before completion of thumb advancer and exchange sheath splitting indicates that excessive tension may have been inadvertently applied causing the device to pull out of the artery. It should be noted that during placement of the locator wings against the anterior surface of the artery wall, the instructions for use state under closure procedure to maintain the left hand on the stabilizer to stabilize the device at the angle of the tissue tract, gently retract the device with the right hand until slight resistance is felt. The goal is to place the locator wings against the anterior surface of the arterial wall to locate the access site without applying tension and the artery. Based on the evaluation and the reported experience, the probable cause is related to the incorrect deployment technique of the operator, but could not be confirmed as the sole factor in the product experience; therefore, the cause for the event is undetermined. Based on the investigation, no product lot quality deficiency was detected. A search of the lot history record for the reported lot revealed no nonconforming material record associated with this lot, indicating all of the lot release testing, met specification. A query of the complaint database was performed for the lot resulting in no previous incidents reported for a loss of arterial access. To assure that all products perform according to specifications, they are subject to an inspection during manufacturing. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device. A quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.